Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an rfa procedure, patient had trouble connecting to their ipg. Patient confirmed that they did not place their ipg in surgery mode prior to the procedure. Troubleshooting was attempted by field representatives and the ipg was successfully recovered. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: corrected reportable aware date from 28 january 2025 from initial MDR to 27 january 2025.